Event description:
Reporting status: serious injury; required intervention. Reporting rationale: stent had restenosised within four months of implantation, requiring treatment. Device issue: none. It was reported in 2005, the stent was implanted. In 2006 the patient was taken to another hospital due to chest pain. The mid-lad lesion was confirmed, to be 90% stenosis by angiogram (cag) 3 days later, pci was performe, and 90% stenosis was confirmed between the deployed pixel and a previously deployed vision stent in the distal left circumflex. About 9 days later, elective poba was performed. No additonal event or patient information is available.

Manufacturer narrative:
Result conclusion summation: product performance engineering reviewed the incident information. Restenosis, as listed in the instructions for use, is a known adverse associated with coronary stenting. There does not appear to be any indications of a stent delivery system quality problem.